Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The complaint is confirmed because the receiver was off and would not turn on. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No data was provided for evaluation. The receiver has been received for evaluation. A follow up report will be submitted upon completion.